Event description:
It was reported that the vacuum button on the hand piece was sticking. The physician was unable to disengage the vacuum button. The biopsy was rescheduled. The troubleshooting did not allow for the removal of the error code to complete the biopsy.

Manufacturer narrative:
Info anticipated, but unavailable at this time.